Manufacturer narrative:
Event date: aware date used as event date is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. At some unknown time, a thrombus was noted on the face of the watchman flx closure device. The patient has been on warfarin for over 2 years without resolution of the thrombus.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. At some unknown time, a thrombus was noted on the face of the watchman closure device. The patient has been on warfarin for over 2 years without resolution of the thrombus.

Manufacturer narrative:
H6: updated thrombosis code from 'procedural thrombosis' to 'late thrombosis' as exact timing of thrombosis is unknown. B3: aware date used as event date is unknown.